Event description:
During a prep, hernia procedure, it was reported by the affiliate that the balloon burst after the 19 pumping. It was reported that the rep. Attended the procedure. There was no consequence to the pt. Add'l info received on 2/20/97. It was clarified that all pieces of the balloon were retrieved.

Manufacturer narrative:
H6; code 100: add add'l info. Conclusion: based upon the inquiry info received and the visual examination, it was concluded that the balloon had burst, making the instrument non functional. The instrument was received with a burst balloon. There were 2 pieces of the balloon, which had torn free upon bursting, which returned in a separate bag. There appeared to be complete balloon retrieval. The instrument was noted to be very clean. No conclusion could be reached as to what had caused the balloon to burst. Comments: each instrument is evaluated during the assembly process to ensure that if functions properly.